Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an alert 38 motor stall occurred during a meal announcement on the ilet system, and after confirming the battery charge the user restarted the phone, performed a dry run to 120 units without recurrence, then rewound and completed a full supply change with new cartridge, adapter, and infusion set, after which the alert did not recur. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a mechanical problem consistent with a stalled motor event. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.